Event description:
40-yr-old female developed respiratory distress from biological odor spray. She went into respiratory distress with syncopal episode after another employee had sprayed the odor eliminator to eliminate odor on intensive care unit. Required solumedrol 100%, non-rebreather mask with o2 at 15 lpm and nebulizer treatment. Was able to go home that evening approx 2 hrs after event.